Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient had the entire spinal cord stimulation system explanted and the explanted devices will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 21510764.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 21510764.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient had the entire spinal cord stimulation system explanted and the explanted devices will not be returned.